Manufacturer narrative:
Unit passed the displacement test. Unit alarmed motor error during basic occlusion test due to faulty gold fsr. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 139 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the customer was able to complete the rewind sequence and that the pump passed the self test. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.